Event description:
It was reported that the surgeon went to use the item and has explained it had debris coming off the handle in theatre.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The provided pictures shows debris coming off the handle in theatre. Those debris can be seen on the user¿s hand. Therefore, the event can be confirmed based on this picture. The device inspection revealed the following: the handle shows no visible damage or wear of any kind. There was no debris or residue observed on the handle, or coming off of it. The handle was rubbed and tapped against a paper towel in order to observe any potential debris or residues that might fall from it. No debris or residues were observed. Therefore, the reported event could not be reproduced during the investigation. Since no residue was noticed on the device, it is possible that the contamination (if any) could be removed successfully upon decontamination at the inspection site. In addition, the nature of the residues cannot be identified solely based on the provided picture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. Since the reported event could not be reproduced, the nature of the debris and the root cause cannot be identified. If more information is provided, the case will be reassessed.

Event description:
It was reported that the surgeon went to use the item and has explained it had debris coming off the handle in theatre.